Manufacturer narrative:
The device was used in treatment. Customer reported device would be returned for analysis; however after multiple attempts, they reported the device would not be returned for analysis. Therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, the following controls are in place to mitigate the reported product issue. Per procedure destino steerable guiding sheath in-process and final inspection, the following processes are performed 100%: 11.3 use appropriate pin gauge to measure ID of shaft. The pin gauge should be inserted at proximal end of shaft. 11.4 use appropriate pin gauge to measure ID of shaft. The pin gauge should be inserted at distal tip of shaft. 11.7 dilator insertion or pin gauge: wipe the tooling dilator with a lint free polywipe. Insert the tooling dilator into proximal end of the shaft to assure inner lumen is free any obstructs material. The dilator should pass smoothly without resistance thru the proximal end of the shaft all the way thru until it is protruding at distal tip. There should be minimal gap between shaft and dilator at distal end. Per instructions for use for destino twist, general use of the steerable sheath informs the user: select appropriate size of the sheath for the device to be delivered. Do not force the steerable sheath assembly if significant resistance is encountered during the insertion or passage. If resistance is encountered, determine the cause and correct before continuing the procedure. Handling:· avoid subjecting the device to unusual stresses. Handle the steerable sheath with care at all times. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported during a persistent af ablation procedure, there was noise on ep recording during ablation with generator heliostar balloon catheter, and the pacing was pulling back into the guidestar sheath. Procedure was completed with a different guidestar sheath. There was a surgical procedure delay reported. The patient experienced pericardial effusion during puncture. However, this adverse event is not product related.